Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 408 mg/dl, 165 mg/dl, and 114 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that she experienced high bg's (greater than 500 mg/dl) four hours after applying a new pod. She administered a bolus and checked her bg's eight hours later, but her levels were still high; she removed and replaced the pod at this time. Upon inspection of the pod, she noticed that "the cannula was not visible at all". The pod will be returned for evaluation.